Event description:
It was reported that, post-operatively, the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited no sensing measurements. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.